Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing the device on the renal artery during a laparoscopic partial nephrectomy, the surgeon was not able to squeeze the handle and the first reload did not fire even after the green button was pressed. A new reload was opened, but it still did not fire. A new handle was opened and both the first and the second reload were tried, but still would not fire. They used a different device from a competitor to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.